Event description:
It was reported that customer experienced repeated cartridge alarms on insulin pump, including cartridge alarm 20 which did not occur during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer had already replaced cartridge and resumed insulin before contacting support, and technical support reviewed proper loading technique, confirmed that customer was able to load new cartridge and continue insulin therapy, and determined that issues were resolved with no further action planned while pump renewal remained in process.